Event description:
Reportable based on device analysis completed on 25apr2023. It was reported that the head end connector was separated. A 135/10 renegade hi-flo was selected for hepatic arteriography embolization. During unpacking, it was noted that the head end connector was separated at about 1.5cm from the hub. The procedure was completed using another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a device fracture located 2cm from the hub and 33.8cm from the hub.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The shipping hoop was hydrated, and the device was removed with no issues. The device was inspected for any damage or irregularities. The device showed stretching and a fracture located 2cm from the hub and 33.8cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for shaft damage. No other issues were identified during the product analysis.